Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable and confirmed the no image issue. The technical service representative attributed the no image issue to damage found on the hdmi connector, a pin was pushed into the center of the connector. Since the customer had already received a replacement glidescope spectrum smart cable, the returned cable was scrapped. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would go green and then disappear intermittently when the cable close to the connector end was manipulated. The procedure was completed manually without the visual help of a device. No delay in the procedure or harm to the patient or user was reported.